Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® no additive (z) plus tubes for aliquots, an unspecified number of tubes have stoppers that are not staying on after stopper is removed and re-applied. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® no additive (z) plus tubes for aliquots, an unspecified number of tubes have stoppers that are not staying on after stopper is removed and re-applied. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 12-may-2025 investigation summary bd received 11 samples for investigation. Functional tests were conducted on these customer samples, and 5 out of the 11 samples showed stopper function defects. Retained samples were not tested as the complaint was confirmed based on the returned samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creep out. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.